Manufacturer narrative:
B3: please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. The date is year valid. D4: model, catalogue no, lot are unknown. D 6a: implant date is unknown. G4: product identifiers are unknown. Hence, 510k is unknown. Article references - satoshi hattori, takashi tanoue, futoshi watanabe, keiji wada and shunichi mori "quantitative threshold of intraoperative radiological parameters for suspecting oblique lumbar interbody fusion cage malposition triggering contralateral radiculopathy", international journal of spine surgery, vol. 18, no. 5, 2024, pp. 521¿532, https://doi.org/10.14444/8617. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding quantitative threshold of intraoperative radiological parameters for suspecting oblique lumbar int erbody fusion (olif) cage malposition triggering contralateral radiculopathy. The following medtronic devices were used: lordotic peek cage (6° lordotic, clydesdale ptc) among patients adverse events / device product performance issues included: six percent of the cages (13/215) were placed in these posterior oblique areas (potential contact area: pca). Three cages in the pca were in direct contact with the contralateral nerves, and 9 were placed deep just anterior to the nerves. New onset symptomatic contralateral radiculopathy associated with olif procedures occurred in 2 cages at l4/5 and l5/6. No further information was provided pertaining to medtronic products.